Event description:
Reportedly, the device was dropping clips during clip transition and experienced clips loading into the jaws incorrectly. The device was closed on tissue and due to a lack of clip in the jaws, the vessel experienced unexpected trauma without actual ligation. Surgeon sutured to rapaire the vessel. Procedure: rad. Thymectomy.